Event description:
It was further reported that the lead was explanted and replaced two days after implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that post-implant, the patient was having pain with pacing and it turned out that the right ventricular (rv) lead had perforated the right ventricle. It was also reported that the patient was admitted to hospital to have the lead removed and replaced. No further patient complications have been reported as a result of this event.